Event description:
Attempted blood transfusions with upstream occlusion alarms occurring so frequently could not run a unit of blood through pump on multiple occasions with a global alarm occurring. Manufacturer response for IV pump, baxter IV pump (per site reporter) ongoing issue.